Event description:
The user facility pathology department called and said the suspect device must have caught on fire over the weekend. A nurse said the device smoked and the meter and base are melted. No one was injured. The device was replaced and requested to be returned for evaluation.